Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter shaft was unable to be straightened completely due to a fracture of the catheter tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis which revealed a fracture.